Event description:
It was reported that a patient received a burn on the left elbow during an MRI exam of the lumbar spine that was described as a blister with pink around the edges. The burn was approximately 1.5 inches in diameter. The hospital reported that there was adequate padding placed between the patient's elbow and the bore of the magnet. The patient was kept in the hospital for an overnight stay. He was treated with antibiotics and consulted to plastic surgery following the onset of a secondary infection.

Manufacturer narrative:
Patient identifier was not provided. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.